Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon first inflation at 10 atmospheres. The device was removed without problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.